Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell while snowboarding and the touch screen became shattered. Additionally, the touch screen became intermittently unresponsive. Customer's blood glucose was 138 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.